Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer noted that the orange sleeve of the monopolar curved scissors instrument was cracked. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument's tube extension pad printing was removed. The tube extension exhibited scratches of removed orange material and damaged tube extension. The material removed measured roughly .160 and 190. The tube extension also exhibited a scratch aligned with the scratches. Failure analysis investigation concluded that the damage was likely due to mishandling. An additional observation not reported by site was that the instrument's tube reinforcement ring was found to be missing. Failure analysis investigation concluded that the damage was likely due to mishandling.